Event description:
2 of 3 reports (same patient, same event, different products) other mfg report numbers: 3014334038-2022-00173, 3013886523-2022-00356. A facility reported: "the sensor was zeroed yesterday afternoon in the o.r. And then the patient was brought to the ICU. The pressure was really high, about 40 mmhg. After some hours of correct measuring, the pressure decreased until -50 mmhg and there was the alarm ¿change cable or sensor¿; they changed 1cable but the situation was the same, they changed also the sensor, but it was all useless. At that point they changed also the cerelink monitor and after that the measuring of the pic started correctly with icp at + 45 mmhg. They have already received the security advise but they decided not to switch the monitor cerelink off for half an hour because it was a very delicate case and they had to see the icp continuously, without interruption." The battery was completely charged and they took off the power only in the or.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink cable was returned for evaluation: DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 19040804 showed that the possible lot used in this case is within the 4 following integra lots: 3646983, 3848591, 4042707 and 4241924. All lots conformed to specifications when released to stock. Failure analysis - the cable was inspected for connector alignment: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. Issue is not confirmed as device functioned correctly and passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to inappropriate technique for assembly and use of the device.